Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g1, g2, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusion), h11. A getinge field service engineer (fse) inspected the unit and identified a defective power supply as the likely cause. The customer provided a replacement power supply, which was installed by the fse. Following replacement, the unit was tested for more than four hours and functioned normally. The device was subsequently handed over to the customer in good working condition.

Manufacturer narrative:
Due to characterization limit e1 event site address: (B)(6). Another contact info: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by fse during routine checks that the cs100 is not getting switched off. Unit tested and seems power supply is defective. There was no patient involved.